Event description:
Paramedics attended to a person diagnosed in ventricular fibrillation. Disposable defibrillation electrodes were attached to the patient. The device allegedly failed to deliver shocks to the patient intermittently and the device displayed a service indicator. Another defibrillator was made available and used with the same defibrillation cable and electrodes with no other problems reported. The patient was not resuscitated. The operator indicated the reported malfunction did not adversely affect the patient's outcome.